Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Additional product code: hwc. Expiration date: february 2020. Implant date: unknown date in (B)(6) 2015. It was noted that the hospital sent the implants to the FDA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a nail, helical blade and screw construct in (B)(6) 2015 for a hip fracture. Approximately five months postoperatively, the patient complained of pain. X-rays taken on an unknown date showed a broken nail and a nonunion. The top portion of the nail broke, where it intersects with the helical blade. There was no reported issue with the helical blade or locking screw. Hardware was removed on (B)(6) 2015. Surgeon experienced difficulty removing the nail and the surgery was extended approximately one to one and half hours. Surgeon was able to remove all hardware and revised patient to a lag screw, nail and distal locking screw. This is report 1 of 2 for (B)(4).